Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of cracks in the white and black bend reliefs on the connector side of the power cables was confirmed via visual inspection of the returned system controller (serial number: (B)(6) no damage to the underlying cable jacket was observed and the cracked strain reliefs did not affect controller function during testing. The sleeve on the backup battery ribbon cable connector, which contains the black alignment arrow for connecting to the backup battery, broke off of the connector when the battery was disconnected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 19 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2020 at 9:33:15 to exchange the system controller. No other notable alarms were active in the log file. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event may have been associated with repetitive bending of the power cables over time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pcx-17169 was shipped to the customer on (B)(6) 2019 (ifs order number (B)(4). Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use (IFU) section 2 ¿system operations¿ and section 5 ¿surgical procedures¿ explain how to properly connect the backup battery to the system controller. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how maintain the backup system controller and how to replace the running system controller with the backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a crack was observed on the white and black bend reliefs of system controller near where the power source connections are made. It was reported that there were no alarms and no adverse events associated with this event. System controller was exchanged without incident.